Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient advocate that the patient passed away. The patient advocate was concerned the device didn't work properly because the patient died. Boston scientific patient services referred the advocate to the patient's physician to discuss her concerns regarding the device function. The local field representative was contacted for additional information and confirmed after speaking with the clinic that the hospital staff only became aware of the patient's death after the patient missed a follow-up appointment. The physician was never made aware of any performance issues with the device or any allegations that the device caused or contributed to the patient's death. The field representative believes the person reporting the allegation was not aware of how the device operates. It is unknown if the device was explanted post-mortem.